Event description:
It was reported that one of the power load grip arms splintered and allegedly injured an employee, no medical intervention was reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.